Event description:
The customer was contacted by abbott to follow up to the customer's complaint of failed calibrations for the axsym rubella igg assay. The customer reported two failed calibration attempts with the standard calibrator and two different reagents and the calibration was too high. The first failed calibration had a deviation too high for calibrator f. The customer was advised to replace the axsym probes. The customer reported the calibration still failed after probe replacement. The customer was sent new master calibrators and reagents and stated a successful calibration was achieved. There was no impact to patient management reported by the customer.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.